Event description:
The customer reported there was blood coming out of the cysto-nephro videoscope after being washed. The customer noted that the wash was done properly, including brushing of the device, and no blockage was found while using the brush. The issue was noted in the operation room, before the procedure, and the scope was not used on a new patient. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
An olympus field service engineer inspected the automatic endoscope reprocessor (olympus etd4) at the site and the device was found to be working properly. Additional information has been requested regarding the customer's cleaning, disinfection, and sterilization processes. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and no microbiological contamination was detected. The device was then sent to an olympus service center for evaluation. During inspection and testing, service found there was a stain left on the plastic distal end cover (c-cover), which was suspected to be foreign material. The connecting tube of the insertion part was wrinkled and dented. The air valve unit was found to be turned. The bending section cover (a-rubber) glue was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The information was inadvertently left out of the initial medwatch report. Additional information was received regarding the customers cleaning, disinfection, and sterilization process. The customers process includes: sterilization plug (m-1538), flushing connector and suction valve are removed and brushed. Suction sylider and instrument channel gate are brushed. Channel is brushes 3 times. Scope is put to the washing machine to the stand. Leakage tester is attached. Washing hose(maj-1077) is attached to suction sylinder and instrument channel gate. Washing machine door is closes and channel starterd. Additionally, the customer uses an olympus etd4 automated endoscope reprocessor (aer). Olympus endodet plus ,olympus endoact, and olympus endodis are the cleaning and disinfectant solutions used. The endoscope channel is brushed during manual cleaning using a sing use, olympus bw-411b. The channel is brushed with 2 % erinox detergent solution. The endoscope is not leak tested prior to manual cleaning and no reported issues with the aer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material (dirt) and blood in the device was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer, which confirmed the reported event (blood in device) occurred prior to a urethral examination and urethral inlet molding procedure. There was a 15-minute delay in the procedure, due to preparing a similar scope for use. The patient was under general anesthesia and the procedure was completed using a similar device.